Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation?: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that staff have indicated a 4.0mm hex screwdriver shaft has been stripped and requires replacement. The bottom of the shaft will no longer engage with the screw to be put in on power. This was noticed in the operating room with no patient issues or surgical delay. Procedure was completed successfully. No further information is available. Unknown - screw (part# unknown; lot# unknown). This complaint involves one (1) device 4.0mm hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).